Manufacturer narrative:
The company rep examined the system and no problems were found. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported problem could not be determined. (B)(4).

Event description:
A nurse reported that a pt undergoing cataract extraction by phacoemulsification sustained a posterior capsule rupture. The surgery was completed, but at the end of the case, the surgeon remarked that the phaco machine "didn't feel right."